Event description:
It was reported that the patient underwent a gynecological procedure on approximately (B)(6) 2001 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on approximately (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced stricture, scar tissue and recurrent stress urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted due to stress urinary incontinence. It was reported that patient underwent cystoscopy and urethral dilatation on (B)(6) 2001 due to urinary retention post sling insertion one month ago. It was reported that patient underwent release of pubovaginal sling on (B)(6) 2002 due to urinary retention. It was reported that patient underwent release of pubovaginal sling and urethrolysis, as well as diverticulum repair on (B)(6) 2005 due to urinary retention and urethral obstruction from prior pubovaginal sling. It was reported that patient underwent urethrovaginal fistula repair with martius fat pad graft on (B)(6) 2005. It was reported that patient underwent urethrolysis and cystoscopy on (B)(6) 2010 due to urinary retention and bladder neck obstruction. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 05/26/2016. Additional information: other relevant history.

Manufacturer narrative:
It was reported that the patient underwent mesh revision/removal on (B)(6) 2002. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.